Event description:
A family member reported motor errors and a no delivery on the customer's insulin pump. Troubleshooting was not completed as the customer was not present during the phone call with the helpline. The family member said they would return the infusion set and the reservoir for analysis. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)